Event description:
Litigation alleges the patient suffers from elevated levels of cobalt, pain, discomfort, limited mobility, and toxic cobalt-chromium metal debris to be released into the tissue.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 12/18/2014- pfs and medical records received. After review of the medical records for MDR reportability, there is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy considers the investigation closed. Should additional information be received, the investigation will be reopened.

Event description:
Update ¿11/17/2016 pfs and medical records received. After review of the medical records for MDR reportability, there was no new information provided that would affect the existing investigation.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update jun 16, 2017: legal medical records received. After review of the medical records for MDR reportability, it was stated that the patient was revised to address pain secondary to adverse tissue reaction. Revision note stated swelling around the short external rotators, dark blackish type fluid, corrosion around the taper of the stem, acetabular component was noted to be well fixed with some bone loss posteriorly and superiorly with 30% of the cup was noted to be unsupported but the cup itself was well fixed and stable. This complaint was updated on: jul 05, 2017.

Event description:
Update oct 17, 2017: pfs and medical records received. After review of the medical records for MDR reportability and the pfs, there was no new information provided that would affect the existing investigation. Product and lot number was added to femoral stem. The complaint was updated on oct 26, 2017.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.